Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over delivery anomaly. The customer reported blood glucose value of 20 mg/dl. The customer was treated with IV insulin drip (intravenous insulin infusion) and emergency room visit. The event involved product(s) unk_disposablesensor, mmt-242a, mmt-332a and mmt-1884. Troubleshooting was performed and the customer was using the insulin pump within 48 hours of the reported event and the auto mode feature at the time of the event. The customer was able to upload to carelink. No product return is required for unk_disposable. Product return is expected for mmt-242a. Product return is expected for mmt-332a. Mmt-1884 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 15-may-2025 listed on smartsolve due to insufficient data in the trace/history files. There is no unexpected alarms/suspends recorded in the formatted history file 1 week prior of the event date. No over delivery anomaly noted. On related svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 16-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. There is no unexpected alarms/suspends recorded in the formatted history file 1 week prior of the event date. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly or change sensor/bad sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.3 mv). The pump was received without a battery cap and battery. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and cracked case behind the pump at the battery compartment. The pump passed all the required testing. Unable to verify customer alleged for high bg and low bg. Customer alleged for over delivery anomaly and change sensor/bad sensor was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported loss of consciousness treated with emergency room visit and IV insulin drip.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.